Event description:
A malfunction alarm for the cartridge was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller successfully loaded a cartridge and resumed insulin therapy, and the issue was resolved.